Event description:
During a percutaneous coronary intervention (pci), the stent was flared and it was replaced with another device to complete the procedure. Pci was being performed on a 90% de novo lesion in the left circumflex with moderate tortuousity. The lesion was highly calcified. A 3.0x23mm cypher stent was flushed with heparin and while inserting the guidewire into the device, the physician confirmed the stent was flared at the distal end. Therefore, a different stent was used to successfully finish the procedure. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician commented that wrapping of the balloon at the distal end was not satisfactory.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. This device is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.